Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the reportable event occurred due to a faulty connector. The faulty connector was caused by the handling methods of the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a faulty connector. The event can be prevented by following the instructions for use which state: [caution] never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had the image drop out. The issue was found during preparation for use for a diagnostic colonoscopy, in which the procedure was completed with a similar device. The device was returned for evaluation where the following reportable issue was found: a bad connector was causing the image to drop out. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that the connector unit needs to be replaced as well as the discharge lamp, which has over 500 hours of lighting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.